Manufacturer narrative:
The explanted device was returned for evaluation. A specific cause for the reported event could not be determined through the evaluation of the lvad pump. The pump was returned assembled with the driveline cut approximately 9¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned detached from the pump¿s outlet port. The outflow elbow screw ring was returned around the pump¿s inlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. However, inspection of the rotor showed contact marks along the distal, tapered end of the rotor body. These contact marks appeared consistent with the rotor rubbing against a deposition within the outlet stator during pump operation; however, evaluation of the outlet stator did not reveal any depositions or thrombus formations. Therefore, the source of the observed contact marks could not be identified through this evaluation. Although it could not be confirmed, if a thrombus formation was present within the outlet stator during support, it could have contributed to the patient¿s elevated lactate dehydrogenase. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 2 1/2 months. The device was returned for analysis. Evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital on approximately (B)(6) 2015 with elevated lactate dehydrogenase (ldh) which did not normalize with heparin. No power elevations or alarms were noted and the patient did not experience a return of heart failure symptoms or dark urine. The patient was asymptomatic at the time of the event. It was reported that the patient had a history of non-compliance with routine inr checks. As a result, it was suspected the patient's inr remained sub- therapeutic for a period of time leading to the elevated ldh. The patient underwent a pump exchange on (B)(6) 2015.